Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.

Event description:
The customer reported that insulin squirted but during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Advised the customer that the insulin pump would be replaced. Nothing further was reported.